Event description:
It was reported that (1) er320 was used during a lap cholecystectomy procedure. It was reported by the rep that the er320 was spitting clips. Sometimes two at a time and sometimes clip would feed into jaw slowly. The two clips did not form correctly. The case was completed with this instrument. There was extended or times by five minutes.